Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose readings were 130 and 140 mg/dl. Customer declined to troubleshoot for the no delivery alert. Nothing further reported.